Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). For this investigation, no product evaluation was performed. The investigation began with a review of complaint records for serial # (B)(4) between (B)(6) 2008. No similar complaints were recorded. The erratic results issue did not recur. The abbott customer service center reviewed the c8000 system logs via abbott link (on (B)(6) 2009) and found the logs were collected too long after the event date to be useful in determining a cause for the low potassium result, and there was a gap in the message history log from (B)(6) 2008 that was likely caused by an system control center crash reported on (B)(6) 2008. The complaint also includes a concern that the initial low potassium result did not print on the sample report. However, text added to the complaint on (B)(6) 2009 explains that the problem in this complaint is the suspect low potassium result, and the result not printing was no longer an issue; the instrument printed the result as it should have. The confusion occurred because the customer's laboratory information system (lis) over-wrote the original result with the repeat result retransmissions. So in the lis, they did not see both results, only the repeat result. So the original low potassium result did not print on the lis report. The integrated circuit technology (ict) package insert (B)(4) and the architect c8000 system operations manual (B)(4) contain adequate information to address the customer's issue. A single sample generated an inconsistent low potassium assay result of 2.2 mmol/l. Retesting the sample in duplicate generated correct results of 3.6 mmol/l. There were no issues with quality control results or with any other samples or assays. The customer suspected the sample's integrity due to ongoing sample collection and mixing issues and technicians not checking samples prior to loading. System logs were not helpful in verifying or determining the cause of the low potassium result. The architect system operations manual (B)(4) adequately addresses the customer's concern. Based on the available information, the probable cause of the low potassium result is a sample integrity issue, such as a small piece of fibrin that affected the ict sample aspiration and/or testing. No other sample or performance concerns were noted and the issue did not recur. The investigation did not identify a product deficiency. This is a final report.

Event description:
The customer states that one patient sample generated an initial architect c8000 potassium assay result of 2.2 mmol/l. The sample retested at 3.6 and 3.6 mmol/l. No suspect results were reported from the lab. The customer's concern is that the result of 2.2 mmol/l was transmitted to their laboratory information system (lis) but did not print on the sample report. There is no impact to patient management reported.